Event description:
Patient in the or for lumbar surgical procedure, under anesthesia. Patient in prone position. Spin attempted during procedure with o-arm surgical imaging system. It sounded like something went off track in the machine, loud noise inside machine and shook. Unable to manually release after multiple attempts and unable to open o-arm surgical imaging system. Unable to obtain images. Plan of care changed for procedure.